Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Ocd representative contacting customer technical support to report of a false negative reaction for the ahg cross match test with a sample known to be a blood group of a pos against a donor known to be a blood group of ab neg by the manual gel method with mts anti-igg gel card lot# 051514001-10, exp. 03-09-2015. Testing on the ortho vision and traditional tube yielded expected incompatible results. Positive reactions were noted when testing the sample and donor for the ahg crossmatch test on the ortho vision where a 1+ reaction was noted as expected and visually confirmed by the manual review of the gel cards. Repeat testing on the vision yielded a 1+ result and visually confirmed to be a 1+ weak reaction. Donor was tested against the same plasma sample by the manual gel method and yielded false negative compatible results. No specific testing protocol details provided on the manual gel testing. Described testing is being performed in support of the vision method comparison validation testing for the mts anti-igg gel card for the ahg crossmatch test. Repeat testing performed by the traditional tube method and donor reacted 2+ at the (B)(4) and igg phase of testing as expected. All described testing performed on (B)(4) 2014. Reviewed by the reported ocd rep on (B)(4) 2014 and reported via e-mail on (B)(4) 2014. Reporting e-mail sent to the cts group e-mail. No incorrect or erroneous result have been reported as a result of the reported concern. No reports of any abnormal appearance to any of the listed ocd products and the mts anti-igg gel cards have been confirmed to be stored according to their IFU indications (room temp). Quality control confirmed to be satisfactory using (B)(4). Ocd rep provided ocd cts with a summary of the complaint and images off of the vision. Reporting ocd rep satisfied with the documentation of the reported event and requires no additional follow up.